Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eighty-seven (87) events were reported for this quarter. Eighty-three (83) devices were received for evaluation; 82 events were confirmed during testing. Eighty=two (82) devices were found to be affected by missing paint chips. One (1) device evaluation is in progress. One (1) device was not available to stryker for evaluation. Three (3) devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 87 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Event description:
This report summarizes 87 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 5 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 4 devices were reported as not available to stryker for evaluation.      Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by missing paint chips.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.